Manufacturer narrative:
Customer was provided with a replacement vps module, while the unit is being returned to company for further eval.

Event description:
Customer reported an issue with the v series monitor, which may have affected spo2 monitoring. No pt injury was reported.